Event description:
E-mail received from the affiliate informed that: "the patient used 82-6653 during the procedure. After the surgery two days, the machine did not detect the probe. The surgeon used draining and pulled it out of the patient on the fourth day. Now the patient is fine". E-mail received from the affiliate on (B)(6) 2012, informed that the microsensor was not replaced and no adverse consequences to the patient were verified. (B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: sensor ohms out of spec. Readings should be 1000 ohms each. Readings are 1694 and 1429. Catheter received in a drainage tube with suture attached. Multiple bends and kinks in catheter material behind the drainage tube. No testing possible. Based on the above evaluation, the supplier was unable to determine the cause of the failure, but the performance failures could possibly be attributed to esd exposure. Trends will be monitored for this and similar events. At the present time this complaint is considered closed. (B)(4).